Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 100% battery life to 0%, within two days. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to have the customer upload the pump to t:connect to review pump data; however, the customer had not uploaded.